Event description:
We opened up an extremity pack for our case and as our scrub nurse was unpacking the case, he found a long hair that was wrapped up with the suction tubing. The complete back table was taken down and a new set of sterile instruments was obtained. Patient was not involved. It was inside in the middle of the pack and it was connected to the suction tubing.